Manufacturer narrative:
(B)(4). Please note this is a literature complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
This is a literature report. A mynx vascular device (vcd) balloon ruptured and hemostasis was achieved with heparin reversal and manual compression. As noted in the publication by amponsah et al safety and efficacy of a novel "hybrid closure" technique in large-bore arteriotomies, int j angiol (2017 feb) 26 (2): 116-120.

Manufacturer narrative:
Complaint conclusion: as noted in the publication by amponsah et al safety and efficacy of a novel "hybrid closure" technique in large-bore arteriotomies, int j angiol (2017 feb) 26 (2): 116-120; it was reported that a mynx vascular device (vcd) balloon ruptured and hemostasis was achieved with heparin reversal and manual compression. The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) or sheath tip condition factors may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.